Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient called regarding feeling stimulation throughout their entire body, even when the device was turned off. The rep checked impedances on all electrodes and all were within normal limits. The rep added a new program with modified pulse width and rate which made it more comfortable for the patient. The patient was planning to have a removal done. Additional information was received from a manufacturer representative (rep) and healthcare provider (hcp). The rep reported that the cause of stimulation throughout the body was unknown. Device worked properly upon interrogation. Patient was scheduling an appointment at clinic. It was unknown if the issue was resolved. Additional information was received on 2026-jun-18 from healthcare provider (hcp). They stated the on (B)(6) 2026, the device as turned off; patient stated this made symptoms worse. On (B)(6) 2026, the device was removed.